Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a bariatric procedure, the device did not fire, because of that, the stapler and 2 loads was changed and the surgery followed normally. There was no patient harm.